Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices associated with this event: heartware ventricular assist system ¿ controller 2.0, model 1420 / expiration date 31jul2018 / serial number: (B)(4). Mfg date 31jul2017. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model 1420 / expiration date 31aug2018 / serial number, (B)(4). Mfg date 31aug2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was ¿found down¿ at home. The patient was noted to be cold to the touch and the daughter reported that the controller was connected to the driveline and to power sources. The patient¿s daughter reported that no controller alarms were heard at the time the patient was found and that she had last spoken with the patient at 10:00pm the evening before. Emergency services (ems) responded to the patient¿s home and found that the patient¿s batteries were disconnected. They reconnected the batteries with a subsequent re-start of the pump. Ems further reported that the patient was asystolic and remained so despite cardiopulmonary resuscitation and the administration of epinephrine. The patient was pronounced dead at the scene.

Manufacturer narrative:
Product event summary: the pump and two controllers were not returned for evaluation. Log file analysis could not be conducted since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. In the event that the controller loses power, an internal battery will power the ¿no power¿ alarm for at least 15 minutes. Based on the available information, the most likely root cause of the reported "no alarms" event may be attributed to a depleted internal battery due to an extended period of time where a power source was not connected to the controller. Based on the available information and experience with events of similar circumstances, a possible root cause of the loss of power may be attributed to a disconnection of both power sources from the controller. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.